Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-00570. It was reported that patient was experiencing inadequate therapy, and was informed that one lead was broken. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-00570.